Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imagine window to be partially detached near the lapjoint section. Impedance testing was performed which revealed a wave form with presence of transmission line but very weak transduce. There was no rh peak of 05 ohms which suggests that the device is no longer effective at receiving and transmitting acoustic energy at the working frequencies. Image test could not be performed due to the condition in which the device returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified, mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During insertion of the device and before it reached the lesion, a dark image appeared and the inside of the coronary artery could not be depicted. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment.